Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify unexpected battery power loss anomaly,motor error alarm, charge/battery last less expected anomaly and failed battery test anomaly due to blank display. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display and weak battery alarm. Customer was able to successfully clear the alarm. Customer able to complete rewind. Customer reported that the insulin pump had dropped or bumped. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer received failed battery test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.